Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had multiple low voltage alarms despite being connected to fully charged batteries. The patient's batteries and clips were recently replaced and were reportedly replaced 3 times within the year. Both bend reliefs on the power cables were noted to be cracked. A controller exchange was being considered. Log file review confirmed low power hazards while the patient was swapping power sources. The alarms only appeared to be happening with the white power lead. It was also noted that the patient was on an orange cable due to a known short to shield.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of broken strain reliefs on the connectors of the power cables was not confirmed. The reported event of atypical low voltage advisory/hazard alarms were confirmed via analysis of the submitted log file. The log file contained approximately 16 days of data (on (B)(6) 2022 per the timestamp). Intermittent atypical low voltage advisory alarms were observed on (B)(6) 2022 from 20:07:39 to 20:09:55 and on (B)(6) 2022 from 21:52:43 to 21:53:52 due to the relative state of charge (rsoc) voltage fluctuating below the low voltage threshold while connected to 14v batteries; the alarms were observed on both power cables. Multiple low voltage hazard alarms also activated throughout the log file due to the bus voltage dropping below 13.2 v while connected to 14v batteries; this alarm activated each time when the white power cable was disconnected to exchange power sources, indicating that the drop of bus voltage was occurring on the black power cable. The low voltage advisory/hazard alarms resolved shortly after activating each time. Decreased rsoc and bus voltages were also observed while connected to the power module; however, the voltages did not drop low enough to activate associated low voltage advisory alarms. The voltages ranged between approximately 12.8 v and 14.4 v while connected to the power module. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. Technical services recommended exchanging the system controller as an attempt to resolve the reported alarms. Multiple requests for additional information were made to determine if any troubleshooting was performed and if the heartmate ii system controller (serial number: (B)(6) was exchanged and would be returned for evaluation; however, no response was received. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on 15may2018. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables, 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. The heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the controller was exchanged, and the low voltage alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of atypical low voltage advisory/hazard alarms was confirmed via analysis of the log files; however, the reported event was not reproduced during testing of the returned heartmate ii system controller (serial number: (B)(6)). The reported event of broken strain reliefs on the connectors of the power cables was confirmed via inspection of the returned controller. The submitted log file and the log file downloaded from the returned controller contained approximately 7 days of data combined (03aug2022 ¿ 10aug2022 per the timestamp). Intermittent atypical low voltage advisory alarms were observed from 12sep2022 at 20:07:39 to 14sep2022 at 21:53:52 due to the relative state of charge (rsoc) voltage fluctuating below the low voltage threshold while connected to 14v batteries; the alarms were observed on both power cables. Multiple low voltage hazard alarms also activated throughout the log file due to the bus voltage dropping below 13.2 v while connected to 14v batteries. The low voltage advisory/hazard alarms resolved shortly after activating each time. Decreased rsoc and bus voltages were also observed while connected to the power module; however, the voltages did not drop low enough to activate associated alarms. The log file captured the voltage ranging between approximately 12.8 v and 13.9 v when the voltage issue was occurring on the power module. The driveline was disconnected on on 15sep2022 at 16:03:17 to exchange the system controller. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. Visual inspection of the returned controller revealed broken strain reliefs on the connectors of both power cables. The returned controller operated in a mock circulatory loop at the set speed without any issues or atypical alarms produced, including when the power cables were manipulated by hand; the returned controller was tested while connected to test 14v batteries and no issues were observed. The reported alarms were not reproduced during evaluation of the returned controller. Raised resistances were observed on the underlying wires of both power cables, including the wires associated with the rsoc and power signals on both power cables; this is indicative of conductor breakdown on the power cables. Conductor breakdown on the rsoc and power wires could have resulted on the reported alarms. The root cause of the reported events could not be conclusively determined through this analysis; however, the increased resistance observed during testing of the power cables could have contributed to the reported alarms. The device history records were reviewed, and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on 15may2018. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller and the system controller power cables. Heartmate ii instructions for use (IFU) (rev. C) section 2 ¿system operations¿ and heartmate ii patient handbook (rev. C) section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate ii instructions for use (IFU) (rev. C) section 6 ¿patient care and management¿ and heartmate ii patient handbook (rev. C) section 1 "introduction" state that the ¿heartmate ii system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. The heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.